Event description:
It was reported that the patient with this pacemaker expired. A patient advocate alleged that the device had malfunctioned and contributed to the patient's passing but did not provide further details.. The field representative noted that a registered nurse involved with the event stated that the device had stopped pacing but did not know the cause of death. A post-mortem interrogation was performed and technical services analysis of device data showed that the patient was paced 15 percent of the time and did not show any episodes on the date of their death. No further information was provided.